Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flushing port was damaged. After inserting the catheter into the faradrive air kept being pulled during aspiration and the fluid port leaked. A crack was identified in the flushing port at this time, although it is unknown how long crack had been present. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flushing port was damaged. After inserting the catheter into the faradrive air kept being pulled during aspiration and the fluid port leaked. A crack was identified in the flushing port at this time, although it is unknown how long crack had been present. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
When the catheter was received for analysis, the device was first visually inspected during which some damage to the flush luer's strain relief was noted. The catheter was then functionally tested by inserting a guidewire and testing the catheter's ability to deploy, all of which was completed successfully with no issues. Flushing was then tested in all deployment states of the catheter and no resistance or flushing issues were noted. Although testing did confirm there was some damage to the strain relief of the luer, no leaking or air was visible during testing, so the allegation of air in the device could not be confirmed.